Manufacturer narrative:
Reportability of patient's death. Upon further review of the event, it was determined that this event is not reportable. The patient developed cholesterol embolism approximately two months post initial procedure, and there is not any further information available to reasonably suggest the relationship between our devices and the patient¿s death. For this aspect, this report will be retracted.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm extending from the distal aortic arch to the descending thoracic aorta using two gore tag thoracic endoprostheses ((B)(4)). Prior to the stent grafts being implanted, a right axillary artery-left common carotid artery-left axillary artery bypass procedure was performed to maintain blood flow to the branch vessels in the aortic arch. Two stent grafts were deployed from the left common carotid artery, and the procedure was concluded without endoleaks and other adverse events being present. On (B)(6) 2011, the patient expired due to multiple organ failure that was caused by cholesterol embolism. It was reported that there was a severely shaggy aorta in the descending thoracic aorta. Additional information has been requested.